Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between september 12-17, 2024. The device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. Based on the evaluation result, the folfusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had flow issues. The flow issues were observed during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.